Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a case of bilateral state two diffuse lamellar keratitis (dlk) observed at one day post lasik treatment. Reporter indicated topical steroid eye drops were increased, and oral steroid was prescribed. Patient noted foreign body sensation. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.